Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. No visual damage was observed during return product analysis. The programmer passed both the baseline and system functional test, indicating no identifiable issue. The alleged failure of touch screen issues and telemetry interrogation issues were attempted to be replicated in the return analysis. However, no defect was discovered with the returned device.

Event description:
It was reported that during routine follow up the programmer screen button was unable to press. No adverse patient effects were reported. The programmer was returned for repair/analysis. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. No visual damage was observed during return product analysis. The programmer passed both the baseline and system functional test, indicating no identifiable issue. The alleged failure of touch screen issues and telemetry interrogation issues were attempted to be replicated in the return analysis. However, no defect was discovered with the returned device.